Event description:
A report was received that a patient had an infection at the lead site. The patient's symptoms included redness at the midline incision site. The patient was given oral antibiotics and is reportedly doing well following treatment.

Manufacturer narrative:
A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the device found them to be satisfactory.

Manufacturer narrative:
Information provided in the following field: (B)(6) 2011.

Event description:
A report was received that a patient had an infection at the lead site. The patient's symptoms included redness at the midline incision site. The patient was given oral antibiotics and is reportedly doing well following treatment.

Manufacturer narrative:
.

Event description:
A report was received that a patient had an infection at the lead site. The patient's symptoms included redness at the midline incision site. The patient was given oral antibiotics and is reportedly doing well following treatment.